Manufacturer narrative:
The case details state that the user¿s sensors have not been able to connect to the controller and that the blood glucose (bg) levels on the controller were not accurate. The physical controller was received for investigation, and the android log files were downloaded from the controller. The controller was connected to a pod and continuous glucose monitor (cgm) emulator and completed a rerun with no communication issues. Review of the android log files found no evidence of issues with the system that would result in estimated glucose value inaccuracies. Review of the patient history buffer (phb) data found long periods of invalid estimated glucose values (egvs) spanning multiple days, including the date of occurrence. During the periods of the pod losing communication with the sensor the system responded appropriately, putting the system into automated mode: limited after 20 minutes of missing values and generating missing sensor values messages after one hour of communication loss. It could not be conclusively determined if any of the estimated glucose values received by the pod from the sensor were false from the available data; however, it could be confirmed that the system always responded appropriately to the values received. The exact cause of the reported false or incorrect sensor values could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient reported that the controller was not displaying accurate blood glucose levels. Exact date of medical attention was not provided. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information has been solicited, and a supplementary report will be filed if received.